Event description:
Analysis was completed on the patient's generator. No other relevant information has been received to date.

Event description:
Additional information was received that the patient underwent a battery replacement, after which the impedance was seen to be within normal limits. Additional information was received from the physician noting the lead pin appeared to be fully inserted prior to replacing the generator, and no troubleshooting steps were performed on the old generator prior to it being explanted. The patient did not have x-rays taken, and the patient has not experienced any recent trauma or manipulation. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient has high lead impedance. They were sent for chest/ neck x-rays and referred for a possible full revision. X-rays have not been provided to the manufacturer to date. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.